Event description:
It was reported that the left ventricular (lv) lead was observed with fluctuating impedances that measured from normal range to out of range high values. No capture was also seen at high outputs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lv lead was suspected for possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead; 5076-45 lead, implanted (B)(6) 2007. (B)(4).